Manufacturer narrative:
The insulin pump was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify unexpected restart alarm due to motor error alarm. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart alarm after putting new battery. The customer¿s blood glucose level was 277 mg/dl at the time of incident. The customer stated that part of the reservoir section on the pump was broken off. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart alarm had recurred during normal pump use. Advised that the pump will need to be replaced. The insulin pump was returned for analysis.